Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10882. It was reported that the patient presented with loss of capture on the left ventricular lead. An x-ray was performed, and it was noted that the lead dislodged. The lead was explanted and replaced, during the procedure, the replacement lead also dislodged. The lead was replaced with a new lead, and the patient did not experience any consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.